Event description:
It was reported that during a treatment procedure, a tip dislodgement occurred. The target lesion was located in a calcified vessel of the leg. The 300 choice pt es guide wire was advanced to the target lesion for treatment. "Somehow, wire got stuck" and upon withdrawal it was noted that the tip had dislodged. The tip was successfully retrieved. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the product was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).